Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging was taken and confirmed one of the patient's spinal cord stimulation (scs) lead had migrated. The patient underwent a revision procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7118021. UDI: (B)(4).